Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6), 2010 (patient age, gender, weight, and date of birth are unknown.) According to the complaint, the balloon was successfully pretested, however was broken when attempted to be inflated after being inserted into the scope. There were no patient complications and the patient's condition was described as stable following procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6), 2010 (patient age, gender, weight, and date of birth are unknown.) According to the complaint, the balloon was successfully pretested, however was broken when attempted to be inflated after being inserted into the scope. There were no patient complications and the patient's condition was described as stable following procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **update (B)(6) **** by "broken" the site meant that the balloon would not hold air. Also, no pieces of the balloon broke off.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4). Disposed.